Event description:
Police were called to a person in cardiac arrest. The device reportedly displayed a "connect electrodes" warning message after the electrodes were attached to the patient. Paramedics arrived after approximately 2 minutes and, using their own monitor and electrodes, diagnosed the patient as asystolic. The patient was not resuscitated. A clinical review of the reported event by physio-control concluded there is insufficient information to determine if the reported problem may have cause or contributed to the patient's outcome. The reporter indicated that event occurred in early march but did not know the exact date.

Manufacturer narrative:
Physio-control evaluated the device. Proper operation was confirmed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not conclusively determined. The customer reported that the defibrillation electrodes used during the reported event had been disposed of. They were reported to have had an expiration date in 2007 (exact date was not known). The device was returned to the customer.